Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit not getting on at battery.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)), additional point of contact: name: (B)(6). A getinge field service engineer (fse) evaluated the unit and found unit not working due to battery malfunction. To fix the issue fse replaced power management board. Fse performed all functional safety checks to meet factory specifications. The iabp returned to the customer for use.

Event description:
N/a.